Event description:
It was reported that this pacemaker's accelerometer feature was enabled a few months ago and the presenting electrogram (egm) and histograms appear worse. Technical services (ts) reviewed the reports and noted that it was unclear if there was loss of capture (loc) on the right atrial (ra) channel or if there was farfield oversensing of ventricular signals on the atrial channel. Ts suggested reprogramming options. The plan is to have the patient checked out by their local provider. The device remains in use. No adverse patient effects were reported.